Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00490.

Event description:
It was reported that after 35,074j with 6 minutes of fiber use while treating a 130g prostate, during a photo-selective vaporization of the prostate (pvp) procedure, the fiber aiming beam output was observed to exit the distal tip of the fiber instead of the side. The fiber was replaced and the procedure continued with a second fiber for 33 minutes at 215,000j of use, when the fiber exiting from cystoscope fell into two parts without resistance or forcing the fiber. The fiber was again replaced and the procedure continued for 10 minutes at 95,330j, when again, the fiber exiting from cystoscope fell into two parts without resistance or forcing the fiber. The procedure was apparently completed using the third fiber. There was no patient outcome reported. This event is for the second fiber used.